Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a colon polypectomy procedure performed on (B)(6) 2021. During the procedure, the snare could not cut during a cold polypectomy. The way it was grasped was changed, but it was repelled. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: problem code a050702 captures the reportable event of loop failure to cut. Block h10: the returned rotatable snare was analyzed, and a visual evaluation did not identify any problems and noted that the loop was within specification. A functional inspection was done and the device was connected to the 10 inch loop fixture and the loop extended and contracted without issues. A continuity test was done and the device passed since the device's electrical resistance was within specification, indicating a proper connection. No other issues with the device were noted. The reported event of loop failure to cut could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Additionally, the device passed the continuity test upon return. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional tests. Based on the information available and the analysis of the returned device, the code selected as the most probable complaint cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a colon polypectomy procedure performed on (B)(6) 2021. During the procedure, the snare could not cut. The way it was grasped was changed, but it was repelled. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.